Event description:
During a clinic follow-up, episodes of myopotential oversensing were observed on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.